Event description:
Boston scientific received information that the right ventricular (rv) lead sensing had decreased since implant. The clinic suspected a micro-dislodgement. As there was no undersensing, threshold measurements were normal and the device was functioning appropriately, there are no plans to reposition the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Information was received that approximately six years after the clinical observations, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.